Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which can be reproduced with deep breathing and pocket manipulation. Some over sensing had occurred; however, there is no inappropriate therapy or pacing inhibition. It was noted that the lead was difficult to implant and was placed in an odd position and could have microdislodged. The lead was curved up and looked like a backwards j in the ventricle. It was noted that at implant, the lead was secured properly in the header and withstood a tug test. The device sensitivity was adjusted to 1.0mv. A revision procedure occurred and the lead was removed from service and replaced. No additional adverse patient effects were reported.